Manufacturer narrative:
B5 describe event or problem: updated h6 device codes: updated.

Event description:
It was reported that removal difficulty occurred. A 4.50 x 12mm synergy megatron stent balloon expandable was selected for procedure. During the procedure, after successful implantation of 4.50 x 12mm synergy megatron during withdrawing of the delivery balloon, it broke into a 6f guide catheter. The procedure was completed successfully by removing entire system. The patient was in stable condition during and after the procedure. It was further reported that 70% stenosed target lesion was located in severely calcified right coronary artery (rca). During withdrawing/retracting of the delivery balloon into a 6f guide catheter, it lodged into the guide catheter with no option to pull it out without removing all interventional devices.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the synergy megatron 4.50 x 12mm stent delivery system (sds), batch # 33628080 device. Visual, tactile and microscopic analysis was performed on the device. The device was returned attached to the guide catheter and could not be removed. A visual and tactile examination confirmed multiple kinks in various locations along the length of the hypotube shaft. The inner wire lumen was bunched and stretched 6cm from the tip. Stent was not returned. No other device issues were noted during analysis.

Event description:
It was reported that removal difficulty occurred. A 4.50 x 12mm synergy megatron stent balloon expandable was selected for procedure. During the procedure, after successful implantation of 4.50 x 12mm synergy megatron during withdrawing of the delivery balloon, it broke into a 6f guide catheter. The procedure was completed successfully by removing entire system. The patient was in stable condition during and after the procedure. It was further reported that 70% stenosed target lesion was located in severely calcified right coronary artery (rca). During withdrawing/retracting of the delivery balloon into a 6f guide catheter, it lodged into the guide catheter with no option to pull it out without removing all interventional devices.

Event description:
It was reported that a shaft break and removal difficulty occurred. A 4.50 x 12mm synergy megatron stent balloon expandable was selected for procedure. During the procedure, after successful implantation of 4.50 x 12mm synergy megatron during withdrawing of the delivery balloon, it broke into a 6f guide catheter. The procedure was completed successfully by removing entire system. The patient was in stable condition during and after the procedure.